Event description:
It was reported that one day post implant, an asymptomatic patient was seen in clinic for follow-up. Upon interrogation, the atrial lead exhibited loss of capture, loss of sensing, and an impedance measurement anomaly. The pocket was reopened and the lead was reinserted and secured; all electrical parameters were normal. The physician suspected the lead was not fully inserted into the header during implant. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).